Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, the patient experienced tender occipital lymphadenopathy and fluid collection was seen at implant site. The patient was treated for an infection with oral antibiotics (duration and date not reported). The implanted device remains.